Event description:
It was reported that the device was failed to expand. A 10.0-31 carotid wallstent self expanding was selected for use. During the procedure, resistance was encountered while retracting the outer sheath during stent deployment, which prevented the stent from expanding properly. However, the stent was successfully implanted, and the procedure was completed using the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city - (B)(6).

Manufacturer narrative:
The device was returned for analysis and was received with the stent fully deployed from the delivery system. The stent itself was not included for evaluation. A visual and tactile inspection of the delivery catheter revealed no evidence of kinking or structural damage. No abnormalities were noted at the distal tip of the device. Additionally, a visual and tactile examination of the stent cups and holder showed no defects or anomalies.

Event description:
It was reported that the device was failed to expand. A 10.0-31 carotid wallstent self expanding was selected for use. During the procedure, resistance was encountered while retracting the outer sheath during stent deployment, which prevented the stent from expanding properly. However, the stent was successfully implanted, and the procedure was completed using the original device. There were no patient complications as a result of this event.